Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform test to confirm motor error due to reservoir tube lip broken off. Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test.

Event description:
The customer reported via phone call that their insulin pump had motor error and plastic chipped off the insulin pump. The customer¿s blood glucose was 121 mg/dl at the time of incident. Customer reports they were able to clear the alarm. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. The customer reports that reservoir was able to locked into the place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.